Manufacturer narrative:
(B)(4).

Event description:
It was reported that bar broke on the posterior side of the bar, just a hairline crack.

Manufacturer narrative:
This event was initially being submitted on MFR - 0001038806-2017-00794 on nov 13, 2017 as a reportable event but through additional information provided and the complaint investigation it was concluded that this event is not reportable. No harm is expected and this malfunction is not likely to cause or contribute to a serious injury or death if it were to recur.